Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that retainer ring was damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer = missing. The insulin pump was returned for cosmetic damage at an unspecified location found on (B)(6) 2021. The insulin pump was received with missing retainer and partially broken reservoir tube lip. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer and partially broken reservoir tube lip. The following were noted during physical inspection: partially broken reservoir tube lip, missing retainer, scratched case, pillowing keypad overlay, and missing reservoir tube o-ring. Cosmetic damage on the pump case is confirmed.